Event description:
A report was received that the pt is experiencing pain and soreness at the pocket site due to the ipg being implanted subcutaneous. The physician will explant the pt's precision system.